Event description:
Penile prosthesis (14 cm) implanted 9/27/94. Began experiencing difficulty with the functioning of the prosthesis in 1/95. Conservative measures taken to improve function of prosthesis at that time. The problems continued and the physician felt they were the result of a filling defect and possibly valve failure, resulting in the explantation and reimplantation of a penile prosthesis.